Event description:
Clinical trial. It was reported that 132 days post index procedure, the pt expired. The index procedure treated a de novo lesion in the proximal circumflex. The vessel was bifurcated, 2.9 mm wide, 11 mm long, and 70% stenosed. The physician direct stented the lesion prior to placing a 3.5 x 12 mm taxus liberte stent. The pt experienced a side branch event with flow impairment. Event resolved. Post implant stenosis was 0%. The pt experenced unstable angina prior to discharge one day later. The pt was discharged on plavix. On day 132, the pt expired. The cause of death is listed as cardiac. Further info has been requested. In the opinion of the physician, there was no relationship between the taxus stent and the death. This product is only ous approvied, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7598990 found that the device met its material, assembly and product specifications, at the time of release to distribution.